Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported that a (b)(46 -year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 425cc saline prosthesis (right), and an unknown mentor saline prosthesis (left). Device migration and pain when laying down was reported by the patient post procedure, as the devices would droop towards her armpits. The patient consulted a new physician, who confirmed that the pockets created for the implants during her surgery were too large, causing the device migration and discomfort. As a result, bilateral prosthesis replacement with unknown mentor saline prostheses was performed on (B)(6) 2018. (See 1645337-2018-05685 for contralateral prosthesis report).

Manufacturer narrative:
Additional information was received on 10/8/2018. The concomitant product information was obtained. Concomitant products: mentor smooth round moderate plus profile 425cc saline, catalog #3502425, serial # (B)(4). An additional assessment of the reported event was performed. The patient underwent lateral capsulorraphies on (B)(6) 2018 and the same devices were reimplanted. Per mentor IFU, these devices are for single only and should not be reimplanted. Therefore, these devices were used off label. The patient later developed deflation of the right implant that was observed on (B)(6) 2018. The patient also reported muscle atrophy on the right side with discomfort. The patient underwent removal and replacement with mentor saline implant on (B)(6) 2018. It was originally reported that this prosthesis was replaced. However, additional assessment has yielded this alternate conclusion. This device was also reported for a deflation that occurred after this event. The other report involving this prosthesis is 1645337-2018-05698. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: upon receipt by mentor the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Since this pi is related only to an adverse event, is not possible to address any failure or damage to a patient injury. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large, the pocket too small, or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).